Event description:
It was reported that the patient presented remotely to the clinic via data transmission from the implantable cardioverter defibrillator (ICD) system. The patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The clinician noted that the right ventricular lead had known issues of lead noise. It was observed that the noise may be affecting the morphology scores. In (B)(6) 2024, the ICD system including the right ventricular lead were removed and replaced. The patient was doing fine. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5165466.